Event description:
It was reported that after a surgery procedure, five pts suffered from dysfunctional wound healing and necrosis.

Manufacturer narrative:
Additional information will be provided once investigation is completed.